Event description:
The customer reported experiencing symptoms of hypoglycemia and lost consciousness. The customer also reports receiving readings that were higher than he felt. The customer indicated he self treated with a bar of chocolate and did not go to a medical facility. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.